Event description:
Dexcom g6 reported erroneous glucose readings throughout the night causing high and low blood sugars from bad insulin delivery from the tandem insulin pump. Reference reports: mw5117029, mw5117031.